Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was due to pump reset as a result of malfunction. Customer¿s blood glucose was 209 mg/dl. The customer continued to use the pump for insulin therapy.